Event description:
It was reported that burr malfunction occurred, and the patient was advised to intensify medication and be closely monitored. The target lesion was located in the heavily calcified left anterior descending artery. A 1.25mm rotalink burr was selected for percutaneous coronary intervention (pci). During the procedure, the burr malfunction was noted, and the device did not display the rotational speed. After various unsuccessful attempts to solve the problem, it was impossible to continue the rotablation procedure. The burr was simply pulled out. The physician then decided to use a cutting balloon and high-pressure balloon for lesion management, which was not satisfactory. Due to suboptimal treatment outcome, postoperatively, the patient was advised to intensify medication and be closely monitored.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink burr catheter. The sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device found that the coil was stretched and detached at the proximal end. Due to the damage to the device, further functional testing was unable to be performed as the burr catheter could not be connected to a test advancer. Product analysis confirmed the reported malfunction, as the device was unable to be functionally tested due to the damage to the device, and clinical circumstances could not be replicated. It was considered likely that the reported failure to ablate the lesion could be attributable to the identified coil damage. No other issues were identified during the product analysis.

Event description:
It was reported that burr malfunction occurred, and the patient was advised to intensify medication and be closely monitored. The target lesion was located in the heavily calcified left anterior descending artery. A 1.25mm rotalink burr was selected for percutaneous coronary intervention (pci). During the procedure, the burr malfunction was noted, and the device did not display the rotational speed. After various unsuccessful attempts to solve the problem, it was impossible to continue the rotablation procedure. The burr was simply pulled out. The physician then decided to use a cutting balloon and high-pressure balloon for lesion management, which was not satisfactory. Due to suboptimal treatment outcome, postoperatively, the patient was advised to intensify medication and be closely monitored.